Manufacturer narrative:
Memo to complaint (B)(4); after further examination of the period going back twelve months from 09/2015, it was decided to report a MDR for this complaint. The complaint mentions instruments with alleged bio-contamination found by a distributor upon receipt. Although the instruments were visually examined and the complaint was not confirmed, the incident could potentially cause a serious injury or death if the incident were to reoccur.

Event description:
Distributor representative is alleging that he received a set tray where the instruments, xpress taps, were filled with blood and bone. The surgeon decided not to wait on the sterilization 4 hour processing time required to clean the set and used a competitor product instead. Representative said he was not sure if set came directly from (B)(4) or from another distributor via a field transfer.